Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw under electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied santyl cream for the skin irritation. Follow up indicated that the skin irritation improved. Reportable: raw skin irritation, low severity, medical intervention, improved

Manufacturer narrative:
Not applicable.